Manufacturer narrative:
The returned components were evaluated and it was noted that the lock screw was not damaged. The mating screw assembly exhibited minor damage to the first screw thread; however, the damage did not affect construct functionality. Review of instructions for use notes the following: "these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." Should additional relevant info become available, a follow-up report will be filed.

Event description:
In a 4-level vuepoint construct extending from c3-c7, the c3-c4 lock screws were noted to have loosened; original surgery date was (B)(6) 2010. The issue became known to the surgeon on (B)(6) 2010. Surgical revision occurred on (B)(6) 2011. Surgeon noted the pt exhibited approx 2mm of listhesis at the c3-c4 levels and those levels were significantly unstable. Surgeon believes this was the cause of the implant failure. The pt was reported to have good bone quality, followed post-operative care instructions and experienced no falls or other impacts. No procedural difficulties were reported for either the initial surgery nor the revision.